Event description:
The customer contact reported a tubing separation. The extension set was attached to a central line for delivery of an unspecified medication. After an unspecified length of time in use, the nurse noted leakage and a minimal amount of blood backed up into the tubing. Upon further evaluation, the tubing was noted to be separated from the proximal y-site. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd.